Event description:
During revision of knee-tep (not depuy products) a tc3 trial broke. Fragment was not possible to remove and was left in patient. Fragment will not migrate as it is fixed well in bone cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.